Manufacturer narrative:
Received 1 used transfer set. Visual inspection reveals markings on inside and outside of hytrel adapter. Noted excess molded plastic on inside of post, making connection of pt connector and titanium adapter impossible. Pressure tested under water at 8 psi and noted leak at connection.

Event description:
Baxter japan reports "leak between patient adapter and titanium adapter." Noted during use with no patient injury reported.